Event description:
Within a very tortous mid distal circumflex, the stent embolized. The report received from the field indicated that, within a very tortous mid-distal circumflex, while withdrawing the sds into the guiding catheter, the stent dislodged. A snare was utilized to retrieve the stent. There was no report of patient injury or complications.